Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was an open chiller thermistor (t4). The arctic sun device was presenting with an alarm 77 (non-recoverable system error) intermitently. A review of the data indicated an open chiller temperature (t4) thermistor. Biomed would order and replace the tank harness onsite. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was presenting with an alarm 77 (non-recoverable system error) intermitently. A review of the data indicated an open chiller temperature (t4) thermistor. Biomed would order and replace the tank harness onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was presenting with an alarm 77 (non-recoverable system error) intermittently. A review of the data indicated an open chiller temperature (t4) thermistor. Biomed would order and replace the tank harness onsite.